Manufacturer narrative:
Zimmer biomet (B)(4). Patient age/ weight: not provided. Event date: not provided. Device brand name: not provided. Device product code: not provided. Device catalog/ lot number: not provided. PMA/510(k) number: not provided. Device not returned.

Event description:
It was reported that an unknown biomet abutment screw fractured within the implant. Screw fragment was unable to be retrieve and doctor will try to retrieve the screw again. Implant remains implanted at the time of this report.

Manufacturer narrative:
A unknown biomet screw and unknown biomet implant were not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the complaint. The reported device was location and length of use is unknown. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information for unknown biomet screw and unknown biomet implant december post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.